Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. A slight crack was found on the front lower right corner. Event history log (ehl) showed primary audible alarm bgnd (background) test error. Power up process was performed and the reported problem was not duplicated. The root cause of the issue could not be determined; the speaker and interconnect pcb (printed circuit board) was found intact with no physical damage, and the connector was glued to main board. Actions were taken to mitigate the reported issues: replaced speaker for preventive measure, performed power up process, and all functional testing passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pump had a primary audible alarm bgnd (background) test. No patient injury was reported.